Event description:
The doctor reported that the patient presented with mobility of the prosthesis over the osseointegrated implant. The prosthetic screw was removed and the prosthesis was lifted. Mobility of the trans epithelial abutment was observed. After removing it, a fracture of the screw was identified, which was later confirmed radio-graphically. Tooth location # 35 and 37. Abutment placed on (B)(6) 2024 and removed on (B)(6) 2026. Procedure was completed.

Manufacturer narrative:
Zimvie complaint number (B)(4). D10. Concomitant medical products: ilpc342u, certain® low profile one-piece abutment 3.4mm(d) x 2mm(h) lot unknown.